Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited high impedance and high thresholds. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.